Event description:
It was reported that upon opening the sealed box, it was discovered that the set was broken. Issue was found while the room was being set up. No patient involvement.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the sample was returned for investigation. The returned sample was received the returned sample was received open with its original package. The complaint returned unit was visually inspected under normal conditions of illumination. The sample was received with damage; broken tube was observed. For other analysis, tubes from the manufacturing process line were taken after the assembly and were intentionally bent to observe any detachment or if broken easily. Samples of good parts taken were compared with the sample returned by the customer, no difference was identified between the two, and they were not easily detached or broken. The issue was not confirmed as the failure reported was not replicated. Based on the sample returned by the customer and comparison that was made during testing, it was not possible to replicate the issue; process inspection controls parts were tested with no issues reported as well; thus, the probable root cause could be related to transportation issues. No fault was found. No corrective actions were taken since the failure was not associated with the manufacturing process. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).